Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap inc. That a vega knee implant system was implanted during a bilateral knee primary surgery performed on an unknown date. According to the complainant, following the primary surgery, the screw detached from one knee. The patient will undergo a revision surgery. The complaint device was not available to be returned to the manufacturer for evaluation. Additional information has been requested, but has not been made available. The adverse event / malfunction is filed under aag reference xc 100026500 / cc 400487628.

Event description:
No updates.

Manufacturer narrative:
Investigation: failure description. No product at hand, therefore a failure description is not possible. Investigation: no product at hand, therefore an investigation is not possible. Pictorial documentation: up to now, no product and no picture are available.. Batch history review: due to the fact that neither an article number nor a lot number was provided, a review of the device history records must remain incomplete. Explanation conclusion: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action: no CAPA is required.